Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed visual inspection on the returned sensor patch and no issues were observed, and the sensor plug was fully seated. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a known - good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and the retained reader communicated successfully and a signal loss message was observed after simulating a signal loss, indicated that the returned sensor was found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced feeling dizzy and disoriented. Customer was seen at a hospital where he was diagnosed with hypoglycemia and administered glucose gel as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced feeling dizzy and disoriented. Customer was seen at a hospital where he was diagnosed with hypoglycemia and administered glucose gel as treatment. There was no report of death or permanent injury associated with this event.